Event description:
The user facility reported a 59-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support after surgery was complete. Prior to leaving cath lab, the physician stated they wanted to leave the peel away sheath in. Angio of the groin showed the peel away was occlusive so an antegrade reperfusion catheter was placed. The micro wire buckled part way down the superficial femoral artery (sfa). Angio to mid sfa showed 100% occlusion. This was balloon opened and flow restored to the left leg. Antegrade reperfusion sheath placed and pulses dopplered in bilateral feet. At the end of the procedure there were suction alarms present. The device was not replaced and the patient remained on support for six days.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reversible limb ischemia and the low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data logs show suction, position unknown alarms, and low pump flow. Placement signal is trending downwards at the time of low flow. The root cause of the reversible limb ischemia issue was most likely use related due to leaving the peel-away sheath in place. The root cause of the low pump flow was most likely patient condition related. The failure modes will be monitored and trended.